Event description:
The IV pump was in use or about to be used with a patient when black smoke was observed rising from behind the pump. Users quickly disconnected the pump and power cord and returned both for inspection.======================manufacturer response for infusion pump, infusomat space (per site reporter).======================manufacturer issued return no. Pir (B)(4) (pump) and (B)(4) (power cord) for shipment. Upon receipt they will inspect it and reply later with findings.